Manufacturer narrative:
(B)(4). Concomitant medical products: unknown nexgen femoral catalog#: ni lot#: ni, unknown nexgen tibial tray catalog#: ni lot#: ni. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, patient heard a pop and felt pain during a deep knee bend. Patient presented to doctor with a painfully unstable knee. During the revision procedure, the tibial insert was found to be fractured. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, d1, d2, d4, g4, g7, h2, h3, h6, and h10. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the articular surface exhibited signs of being implanted and the post had fractured off. Wear and delamination were noted on the bearing surface. Fracture analysis identified the post fracture was likely the result of overloading of the bearing surface on the post. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.